Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The lead was revised and remain in use. The right atrial (ra) lead had dislodged, exhibited intermittent capture and high thresholds. The lead was revised and remains in use. No patient complications have been reported as a result of this event.